Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A patient reported an error code on the patient programmer. The patient noted the code was 505. The patient noted she had not used her patient programmer in a long time, and on the date of the call the patient tried to use it and put new batteries in and then got a 505 code. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was received from the patient on 2017-01-23. The patient reported that she wanted to increase the intensity as a circumstance that led to the unknown error code ¿505¿ on the patient programmer. The patient noted that the manufacturer was not able to help her and that she had to go to the doctor. The patient stated that the device stopped working and noted that¿s what the doctor said. No patient symptoms were reported.